Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscope. Inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. Carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. Wipe the video connector, including the electrical contacts, using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope exhibited the adhesive on bending section cover (a-rubber) was scratched. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device revealed that the adhesive around objective lens was peeling. (1mm2 or more). This had been attributed due to stress of repeated use, deterioration, external factors, or handling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, the following findings were revealed:due to wear on lock engagement lever, the angle knob torque of lock engagement lever at engagement exceeded the standard value; adhesive on bending section cover (a-rubber) had a chip; indication on light guide connector was not correct; video connector had a crack; video connector was deformed; and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.